Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor. Calibrated. Please note: preventive maintenance (pm) is required after performing calibration in order to prevent the calibration error message from generating. Please ensure that when calibration is performed, that a pm is also done in order to prevent the error message from coming up. A review of the device history record showed the device had a manufacture date of 08/30/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the linear sensor 8110.8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported alarm - error codes/messages. Connection/calibration error. Error code 351.6660. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarm - error codes / messages. Connection/calibration error. Error code 351.6660. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarm - error codes/messages. Connection/calibration error. Error code 351.6660. There was no patient involvement.